Event description:
Reference MFR report: 1627487-2011-04700. The pt received his scs sys on (B)(4) 2011, including two leads (with different lot numbers). It was reported the pt had lost stimulation on his left side. During the procedure to correct the issue, invalid impedances were noted on one lead, and it was replaced. It was reported there may be a fracture in the lead. F/u identified the pt was well, and the issue had been resolved with the replacement of the lead.

Manufacturer narrative:
Results: the complaint was confirmed. As received the lead was visually examined under the microscope and bent/kinked wires were observed approx 20cm from the stimulation end. Testing revealed that channels 1 thru 8 measured open. As there was no breach of the outer tubing of the lead this damage is consistent with an overstress condition while the lead was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.